Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to connect to the patient controller. The patient had a radiofrequency ablation procedure and the device was not placed in surgery mode. An abbott rep met with the patient and was able to determine that the ipg is operating normally.